Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The end user reported that an unknown number of wafer from six boxes of ten units had issue with plastic film, that was exposed at the edge under mass. The product was not used. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d9: device available for evaluation has been selected as yes h3: device evaluated by manufacturer? Has been selected as yes h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Photograph, video and/or physical sample evaluation: there are photographs and unused return samples associated with this case and in these, the reported defect can be seen. Only 4 units were confirmed with the defect. Based on the review of the samples received, it can be confirmed that this defect would not cause injury to the stoma of the patient since the defect is not present in center hole. Batch record revision results: lot 3e00899, order (B)(4), material 1156501, was manufactured on 07/may/2023 in the convex 2 pc manufacturing line, with a total of (B)(4) market units (mkus). The senior complaints engineer performed a batch record review on 31/jan/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Historical complaints review: on 31/jan/2025, senior complaints engineer ran a query in database in order to verify if additional complaints were reported for the lot 3e00899 for the malfunction ¿inner film layer exposed (I.. E moldable skin barrier layers separate or delaminate from inner film layer)¿ and no additional complaints were identified. Historical nonconformance review: on 31/jan/2025, senior complaints engineer ran a query in database looking for any in process nonconformance / CAPA (s) associated to the malfunction ¿inner film layer exposed (I..e moldable skin barrier layers separate or delaminate from inner film layer)¿ for the lot number 3e00899 and as result, no nonconformance / CAPA (s) for this malfunction were generated during the manufacturing process of the referenced lot. Defect rate analysis: there have only been 4 defective parts confirmed to date from a lot size of (B)(4) products. This represents a defect rate of (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be 0.25% based on standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.25. To date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: the review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the affected lot for the malfunction ¿inner film layer exposed (I.. E moldable skin barrier layers separate or delaminate from inner film layer)¿. No additional complaints were reported for this lot for the affected lot for the malfunction ¿inner film layer exposed (I..e moldable skin barrier layers separate or delaminate from inner film layer)¿. The defect rate is well within the acceptable quality level (aql) for this defect which should be (B)(4) based on the standard operating procedure (sop). Based on the review of the samples received, it can be confirmed that this defect would not cause injury to the stoma of the patient since the defect is not present in center hole. In addition, the customer indicated that the product was not used, and no harm has been reported. Based on the above, this failure mode could not be related to the manufacturing process. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.